Event description:
Same case as manufacturer's #: 6000093-2004-00722. During a coronary drug eluting stenting treatment procedure, the balloons were sticking in the stents and withdrawal difficulties were encountered. The physician deployed a taxus express2 2.5 x 20 mm drug eluting stent in a predilated lesion in the diagonal. He also direct stented a lesion in the ramus with a taxus express2 2.5 x 24 mm drug eluting stent. Following deflation and while attempting to remove the balloons, he noted that the balloons were sticking in the stents. During the removal process, the guide catheter was drawn into the vessel. The balloons were released by advancing them forward and then retracting them. No pt injuries or complications were reported.